Manufacturer narrative:
Device will not be returned.

Event description:
A report was received that the patient passed away due to an unknown reason.

Manufacturer narrative:
It was reported that the patients death was on (B)(6) 2018. There was no mention of the stimulator being the cause of death. Rep was made aware of the patients death on (B)(6) 2018. The ipg passed all the required functional tests. Hence the probable cause selected for this complaint is no problem detected. No escalation is required at this time.

Event description:
A report was received that the patient passed away due to an unknown reason.